Manufacturer narrative:
Correction information: d8:yes. G6: follow up #1. H6: coding changed based on the investigation result. We couldn't investigate because the device was not returned. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
When examined the patient, the doctor found a shadow and blur in the lower left corner of the image before entering the throat. Then the user stopped using and found that everything was normal after replacing it with another scope, which was basically determined to be the scope fault. The doctor informed the factory. There was no report of patient harm. This event occurred at the time of during use.